Event description:
The advocate alleged that the customer received a low blood glucose reading of 34 mg/dl. While troubleshooting, the advocate performed control tests and received a result of 53 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.